Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 1.5 weeks ago they started having trouble with their stimulator because it was turning itself off and the implantable neurostimulator (ins) battery would not charge so they talked to rep who troubleshooted with them. Then yesterday they got a message when recharging their ins that the battery of the controller needed to be replaced. Pts rep said to call in for a battery. Pt said they called into patient services about this and they started having issues about 2 weeks ago for they had trouble charging the ins since it took longer to charge. When the ins turned off before it needed to be recharged it would not recharge and when they did recharge the ins it took twice as long to charge for it normally took an hour to charge the ins but after an hour of charging the ins was not half way charged. They played around and it would not charge. Pt then said about a week and a half ago the ins was not charging right and the ins turned itself off. When they were recharging it was supposed to be at 30% which was 4 days after last charge but it said it had 70% battery and the ins was off. Pt was contrasting this ins charging issue with (B)(6) where they had therapy issues making it difficult to follow along. Pt mentioned the controller battery was replaced about 2 years ago. During call pt verified no damage to the recharger(rtm) or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got battery low replace controller battery soon. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. See (B)(4) for issues related to ins turning itself off.